Manufacturer narrative:
The device has been reported to be available for evaluation, however, it has not yet been received.

Event description:
The event involved a 53 cm (21") add-on 150 ml burette set (clave¿, shut-off), vented cap where the customer reported that there was physical damage was the tubing; under the burette was loose and not able to remain attached. The event occurred during patient use. The set was initially replaced with another of the same lot number with same problem occurred until they found a burette with a different lot number and the issue resolved. There was csl (hartmann's) solution running through the burette set. There was no unprotected chemotherapy exposure to the patient, health care worker or other personnel and no chemotherapy exposure to the to the patient, health care worker or other personnel. Due to just being csl was able to utilizing regular cleaning and the replacing of burette. There was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
No (B)(6) product samples, videos, or photographs were returned for investigation. The device history review (DHR) was reviewed, and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. D9 - device available for evaluation: no.